Manufacturer narrative:
The reported event of high pacing impedance was not confirmed, while the high capture threshold and helix mechanism issues were confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. X-ray inspection found the inner coil was over-torqued at the connector region, consistent with procedure damage. After cleaning, cutting the lead, and applying torque directly to the inner coil, the helix could be retracted and extended. The full helix extension length was measured within specification. The cause of the reported event of helix mechanism issue was isolated to an over-torqued inner coil and clogged helix. Electrical testing did not find any indication of conductor fractures. Electrical testing found an internal short due to the over-torqued inner coil, which caused the reported event of high capture threshold. Unable to perform impedance test due to the condition of the lead as received.

Event description:
It was reported that during an implant, measurements showed a high threshold and high impedance on the right ventricular (rv) lead. When attempting to reposition the rv lead, the helix would not extend. Another rv lead was implanted. There were no adverse health consequences, the patient was stable.